Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned device was thoroughly analyzed. Visual analysis identified that the fiber was received in one piece. The fiber tip was degraded down to the fiber jacket and burn marks on fiber jacket were observed. Distorted light exiting the connector face, indicating a connector fracture and burn marks were also observed. Functional analysis showed applicator has been used 7 times. Fracture within the sma connector can occur during procedural handling of the fiber during setup, use or reprocessing, in this case the customer stated that the fiber was used 7 times. The fiber connector may have developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. This internal connector fracture likely caused the connector to overheat leading to burn mark on the connector face. The IFU contains instructions for device preparation, reprocessing, and use. No updates are required to the IFU as appropriate warnings are indicated for the reported issue. The IFU states: do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection. Carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device. Return it to boston scientific for replacement. In the event of no output energy fiber connector may be hot to touch.

Event description:
It was reported that during the procedure, the fiber device did not work. The procedure was completed with another fiber and no patient complications were reported. Analysis of the returned device identified a fractured connector and overheating.